Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Per st. Jude, this lead was capped due to a fracture. An explant date was provided, so it is unclear if this lead was capped or explanted. This is all the information that was provided. Should additional information become available, this event will be updated.